Manufacturer narrative:
E. Initial reporter: (B)(6). Event site name: (B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) displayed an unclear and unstable image on the upper display. There was patient involvement; however, no injury or harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon inspection, the reported issue could not be reproduced. The fse disassembled the display covers and inspected the monitor cable connections. The cables were cleaned using a deoxidizing spray and then securely reconnected, ensuring proper seating and alignment. The unit was tested in service mode and operated in counterpulsation using a simulator. The system was run continuously with a test trainer for over one hour, during which the issue did not recur. Operational tests performed successfully.